Manufacturer narrative:
There was no lot number provided with this complaint, therefore it was not possible to complete a review of the lot history records. There were two banded unused vistec sponges returned with this complaint. The samples exhibited raw edges where the savage edge of the material was not folded in correctly on the bottom sponge. It was also noted that string protruded from some of the samples. When the sample was slightly shaken small pieces of short fibers fell from the sponge. The reported condition is confirmed for raw edges and linting. The root cause for the raw edge is excessive salvage edge on the slit gauze prior to folding so when the gauze is converted to a sponge the edge does not stay folded. The root cause for the linting is that when the gauze is slit into assigned widths the blades create short fibers. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Visual inspections are performed on product for contamination and raw edges. A formal corrective and preventative action (CAPA) was opened to install a vision system and sensors to reduce raw edges within the vistec sponge. Implementation of this CAPA included a new type of vision sensor and guide rollers that was added to the equipment in addition to the relocation of some existing rollers. This addition allows detection for quality defects such as raw edges for the vistec x-ray detectable product family. The added rollers will level the material allowing the new vision sensors the ability to detect product flaws better. A CAPA for linting/short fibers was also initiated and is currently in open investigation stage. The corrective action plan for this CAPA is to develop a process to measure the amount of short fibers per sponge. Install a system to signify if the vacuum is working on the tenter and is on. Increase the amount of suction on the tenter vacuums. Create a system to make sure all knife assemblies in process described are aligned properly before the cutting process. Sampling plans will be updated to include visual inspections for raw edges. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
An investigation is currently under way.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports that they received a pack of gauze that was fraying at the edges and left small pieces of lint within the pack.